Event description:
It was reported that (1) device was about to be used during an ovarian cystectomy. It was reported by the affiliate that the plastic tip of the blade part was missing from the 35ol instrument in its original package. Another instrument was used to complete the case. There was no consequence to the pt.